Manufacturer narrative:
The pump passed the displacement test, sleep current measurement and active current measurement and self test. The pump was monitored for several hours, and constant pump error 25 alarm during monitored. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The pump trace download analysis confirmed the pump alarmed pump error 25. Pump error 25 alarm was recorded and found in the formatted history file on 07/16/2023 14:00:00.000 to 07/16/2023 18:02:31.000 powererroralarm (25). 07/11/2023 13:01:52.000 tracecheckerror (68). 07/11/2023 13:02:26.000 postresetramcrcalarm (23). 07/11/2023 13:01:52.000, 07/11/2023 13:01:52.000 historypointersbadalarm (49). After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and constant alarming pump error 25 due to found moisture damage at the j6 connector. Pump was cut open to perform visual inspection and found evidence of physical or moisture damage on the pcba1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case-corner of belt clip rails and cracked keypad overlay. Pump error 68 confirmed, pump error 25 confirmed, pump error 23 confirmed and pump error 49 confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received post-reset ram crc alarm. (Pump errors 23). This alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running (pump errors 25).history pointers failed. The history pointers are corrupted (pump errors 49).trace pointers are invalid (pump errors 68). Troubleshooting was performed and found and the customer was able to clear the alarm and the customer was able to complete the rewind successfully. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.